Event description:
The issue reported involved a charging cable for the pump that needed to be manipulated for the pump to register a charge. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the customer declined further troubleshooting.